Event description:
Defibrillation lead malfunction. Pt required surgical procedures to replace the defective lead. Pt received 5-7 unnecessary shocks from his ICD due to noise on the lead due to a broken wire.